Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes of the lifevest equipment. Patient reported that their skin turned green and black. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.